Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of multiple questionable inr results from a coaguchek inrange meter compared to an unknown laboratory method. From the data provided, one comparison was a reportable malfunction. The result from the meter was 4.20 inr and the laboratory result was 3.16 inr. The customer's therapeutic range is 2 - 3 inr. The customer's meter and strips have been requested for return. Relevant retention test strips (lot 322643) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.